Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo, (lo, which on the system indicates a result of less than 0.55 mmol/l), 7.4 mmol/ll and 7.5 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.